Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a left side implant "slowly leaking." Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Reason for reoperation is deflation.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: flat creases and missing of plug strap disk shell. A leak test was performed which identified no leakage. A microscopic analysis was performed which identify: broken sharp of plug strap disk shell, delamination of plug strap disk shell and nick others. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: broken sharp of plug strap disk shell assessed as unidentified (tear) opening. Partial delamination of plug strap disk shell due to adhesive failure. Nicks others assessed as non-penetrating nick. Missing shell assessed as inconclusive.

Event description:
Patient reported a left side implant "slowly leaking." Device has been explanted.